Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal ventricular catheter (ID 823073) was returned for evaluation. Failure analysis - the valve was visually inspected; no defect was noted. The catheter was irrigated, no leak and no occlusion noted. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris occluding the catheter or due to a kink.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804) and a bactiseal ventricular catheter (ID 823073) were implanted due to secondary normal pressure hydrocephalus (snph) via ventriculoperitoneal (v-p) shunt on (B)(6) 2025 with an unknown setting. An intracerebral hemorrhage occurred and blood went into the device and the patient developed ventricular dilatation. Therefore, the valve and catheter were removed and replaced on (B)(6) 2025. The patient recovered. The patient did not have any signs and symptoms related to obstruction.